Event description:
It was reported that this brady lead was a case of an attempted implant due to poor threshold. This lead was never in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).